Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad buttons were under responsive and moisture was present. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: all keypad buttons were unresponsive to user input due to the pump's failure to power on. There were cracks in the battery compartment above the grip pad to the threads, and below the grip pad to the case seal. The leak test failed due to the battery compartment leak. The pump was opened and, moisture was observed on all internal components. The pump did not power on; it was totally unresponsive. Unrelated to the original complaint, moisture was observed under the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.